Manufacturer narrative:
(B)(4). Batch # unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the extended hospital stay related to the difficulties experienced with the device.? Can it be confirmed that each clip was loaded and inspected within the jaws of the device prior to being placed and deployed on the targeted structure? Please explain what is meant by ¿would not release the clip?¿ please explain how this issue was addressed? How many clips were used during this procedure? How was the cystic duct damaged (did the jaws damage the cystic duct or did the clip damage the cystic duct? What is the current patient status?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that during the case the clip applier malfunctioned and would not release the clip damaging the cystic duct and the second clip had to be attached lower on the duct to prevent a bile leak. Patients liver enzymes are elevated and the surgeon has extended her hospital stay to monitor her enzymes level. Same device with a new clip was used to complete the procedure.